Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the atrial pacing lead was beyond the expected lower range. Atrial pace impedance steady at approximately 150 ohms in (B)(6) 2014 and gradually decreases to less than 100 ohms by (B)(6) 2015. Concomitant medical products: 505452 lead, implanted: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with low impedance due to insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.